Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter spontaneously fell off and upon checking the catheter it was found that the balloon was damaged. The user wanted a detailed investigation since three cases have occurred in quick succession in the same patient. It was stated that multiple incidents have occurred. Per follow-up information received via ibc on 01dec2023, the customer provided the corporate lot# (nggz1437) ;(nggx5311).

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event did not contribute to any catheter malfunction. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter spontaneously fell off and upon checking the catheter it was found that the balloon was damaged. The user wanted a detailed investigation since three cases have occurred in quick succession in the same patient. Multiple incidents had been occurred. Per follow up information received via ibc on 01dec2023, the customer provided the corporate lot# (nggz1437 or nggx5311).